Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was later received reporting increased/high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; full lead returned. Other: the lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was later received reporting increased/high pacing impedance. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed, visual examination component/subassembly failure. Conductor device was out of specification in a manner that relates to event impedance, high.